Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor did not boot up. An unusual sound was noted coming from the motherboard while it was being turned on. The unit was in good condition with no anomalies. The motherboard was replaced and preventative maintenance was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not booting up was confirmed via visual analysis and testing at the european distribution center (edc); however, was not confirmed via testing at product performance engineering (ppe). The system monitor (serial number (B)(6) ) was returned and evaluated at the edc. During the evaluation, the system monitor was evaluated at the european distribution center. Upon arrival, the monitor was visually inspected and appeared to be in good condition. An attempt was made to power on the unit, and it did not boot up, confirming the reported event. Further evaluation isolated the issue to the motherboard, the motherboard was replaced resolving the issue. Ppe analysis of the motherboard revealed that the motherboard was functioning as intended and the reported issue was unable to be reproduced. The motherboard was placed in a known working unit and the unit was powered on. The system booted up as intended with no issues. A test system controller was connected to the mock loop and operated for an extended period of time with no issues. The reported event of the system monitor not booting up was not able to be confirmed during ppe testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 17feb2020. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.